Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine (c) reagent bottle had a loose cap and leaked into the containment bag. No injury was reported for this event.